Event description:
It was reported the PICC line was inserted on (B)(6) 2024, for administration of pain medication. On (B)(6), they saw leakage on the catheter when flushing. Small hole between the wing on the catheter and the insertion of the skin on the patient. Had to insert a new piccline, so there was a delay in treatment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation revealed abundant use residues throughout the returned catheter. A circumferentially aligned split was observed just distal of the molded suture wing. The catheter was trimmed between the 33 cm and 34 cm depth marker. A tactile evaluation of the returned catheter revealed tensile weakness throughout the catheter shaft. A microscopic observation revealed a granular fracture surface. The split site appeared to have sharp, uneven fracture edges. The characteristics of the failure observed during the examination of the split in the catheter are indicative of tensile or pulling forces applied to the catheter. An examination of the catheter structure revealed no potential damage/defect related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the PICC line was inserted (B)(6)2024, for administration of pain medication. On june 8, they saw leakage on the catheter when flushing. Small hole between the wing on the catheter and the insertion of the skin on the patient. Had to insert a new piccline, so there was a delay in treatment. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: placed (B)(6) 2024, removed (B)(6) 2024, total length of catheter 47cm, placed with ECG tip confirmation, inserted in the basilic, 0cm exit marking, secured with at statlock, glue, and dressed straight along the patient¿s arm. Sodium chloride 0.9%" and pain medications infused through the PICC. Leakage identified by visible hole/fracture outside the patient (at exit site or on external part of PICC). Site cleaned with chlorahexidine poured from a bottle.